Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 186 mg/dl. The customer stated that the buttons were sticking. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with cracked reservoir tube lip, cracked case display window corner, and scratched lcd window.